Manufacturer narrative:
The power management board (pm) was replaced to resolve the device does not power on the issue. The shorted pm board and motor controller board were replaced to resolve the 1007-machine and proximal pressure sensors issue. The gas delivery system (gds) was replaced to resolve the pressure drop issue. The cpu tay and feet were replaced to resolve the physical damage to the device. The information provided by the evaluation determined the device failed to meet specifications. Following the repairs, the device was returned to the customer to be placed back into service. The removed power management, motor controller board, and gas delivery system (gds) for failure investigation. Returned parts passed all testing. No fault was found. The cpu tay and feet were also received. Failure investigation is not required for user-induced damaged parts. The front bezel was also returned for failure investigation. Previous investigations on similar failures indicate the root cause of the navigation ring failures was determined to be liquid ingress due to the variability of the assembly process.

Manufacturer narrative:
The bench technician replaced the gas delivery system (gds), motor controller board, power management board, foot kit, and front bezel. The unit was tested, and all test passed.

Manufacturer narrative:
B4:24sep2021 the customer reported that unit alarms after replacing parts. The customer stated the unit does not power on, and it beeps. The remote service engineer (rse) advised the customer to replace the power management (pm) board or the display. Upon a follow-up, the customer reported that after replacing the pm board and display, the unit alarmed an error code indicating machine and proximal pressure sensors failed during startup. The customer then tried replacing the data acquisition (da) board and da motor controller (mc) cable with a known good component. However, the issue continued. Rse then advised the customer to check all the connections for proper seating and alignment. Upon a follow-up with the rse the customer reported that after further analysis the unit was found with multiple damage in the unit due to an electrical shortage. There was damage to the pm board and also the mc board. More tests revealed the pressure measurement dropped during preventive maintenance (pm) testing. The (rse) advised the gas delivery system (gds) be replaced. The customer also found the front bezel navigation ring, and the bottom feet were damaged. Upon a follow-up with the rse, the customer reported that after replacing multiple parts (pm board, mc board, da board, and da-mc cable). The unit continued to alarm with machine and proximal pressure sensors failed an error. In addition, the customer reported that the unit had a dim display, and the 35 volt supply was at zero volts. The customer reported no damage to the power management board connector. The customer requested bench repair for the unit.

Manufacturer narrative:
Date of report: 20sep2021.

Event description:
It was reported that the ventilator would not power on. Reportedly, the screen is black and red led is flashing, cooling fan is spinning. The issue occurred during set up for use, with no delay noted as another unit was use. No patient harm reported.